Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-apr-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device involved in the incident, it was determined that the issue had been traced to a corrupted or malfunctioning system image that failed during bootup, prior to the operating system loading, indicating the need for reimaging the station. A technical support specialist (tss) stated that the customer had acknowledged the root cause and had opted to delay technician dispatch, requesting that the ticket be closed for the time being.

Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es was default launching into "console" mode instead of "windows" upon rebooting. The customer reported that the nurses could not use the device and there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.